Event description:
It was reported that the 7 inch  mic ext set w/1.2mf was blocked/occluded during use and wouldn't infuse lipids past the filter. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "part number 20129e, lot number h37020129e1b. Complaint s that the intralipids were primed through the filter at 18:00 and pump started ringing occluded at 20:30. Lipids would not infuse past the filter."

Manufacturer narrative:
Investigation summary: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with 85% glycerin/ 15% water solution. The set was successfully primed. The set was attached to a primary set and infused using pump dchu -0010 with pump module dchu-0014 at 42 ml/hr for 2.5 hours. The infusion run was completed successfully. The customer complaint that the lipids would not infuse past the filter was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 7 inch  mic ext set w/1.2mf was blocked/occluded during use and wouldn't infuse lipids past the filter. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: part number 20129e, lot number h37020129e1b. Complaint s that the intralipids were primed through the filter at 18:00 and pump started ringing occluded at 20:30. Lipids would not infuse past the filter.